Event description:
It was reported that the device failed to discharge charged energy via the hard paddles. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and provided the therapy connector part number info. Follow up with the reporter found that the customer received the replacement therapy connector assembly and will repair the device.